Manufacturer narrative:
Two samples were returned for evaluation. One of the samples was unopened, and there were no issues noted with that device. The other sample was visually inspected, and it was noted that the hub was cracked. Leak testing confirmed that the cracked hub resulted in leakage. The exact root cause of the issue is unable to be determined; however, it is likely that the damaged occurred during use, possibly due to excessive force being applied to the catheter hub.

Event description:
PICC placed on (B)(6) 2019. Patient on ECMO and PICC leaking at the hub (where the IV tubing or microbore extension set would connect) the evening of (B)(6) 2019. Leaking PICC still indwelling in patient, clamped off, with a note on it to save PICC when pulled. PICC can¿t be pulled at this time because patient on ECMO. New PICC line placed.